Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the author who indicated that there were no allegations against the device. The author did indicate that the atrial capture output was "modified" and this solved the problem. At the six-month follow up visit, the atrial capture was back to normal values; also, at the one-year follow up visit, the patient was "without any other complications."

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿functional atrial undersensing associated with device algorithm promoting av conduction.¿ journal of electrocardiology 50 (2017) 696 ¿ 697. Http://dx.doi.org/10.1016/j.jelectrocard.2017.05.009. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implantable pulse generator (ipg). The article reported that the day after the ipg was implanted, the patient had ¿palpitations.¿ investigation was done via an electrocardiogram (ECG), and a loss of atrial capture was suspected. Further investigation suggested atrial undersensing and/or atrial lead dislodgement. Device reprogramming via the managed ventricular pacing (mvp) feature was done and the follow up ECG showed ¿constant atrial capture and no further anomalies.¿ the status of the system is unknown, but appears to be still in use. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.